Event description:
The rptr did back to back blood glucose tests, within a couple of minutues, using separate finger sticks. Rptr's results were 250 and 120 mg/dl. Pt did not have any symptoms. A control test was not done due to lack of supplies. On follow-up, the rptr stated that pt does confirm the blue confirmation dot. Pt's technique of applying blood is accurate. For testing 4x a day, meter cleaning described is inadequate. No harm was alleged.